Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the plunger got stuck and cracked the lens, the leading haptic was twisted. Additional information was requested.

Manufacturer narrative:
The product was not returned. A photo was provided of the device being held by a gloved hand. The loading area door was open. No viscoelastic was observed in the device. The plunger was oriented correctly and had been retracted to mid-loading bay. The lens was partially advanced into the nozzle entry area. The trailing optic was folded over/broken. Unable to clearly visualize the trailing haptic, possibly broken. The leading haptic was visible in front of the optic. Based on our observation of the attached photo, the optic was damaged. The leading haptic was in front of the optic. The root cause may be related to a failure to follow the IFU. There was no viscoelastic observed in the device in the photo. The instructions for use (IFU) instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company¿ pre-loaded delivery system that has been allowed to come to the operating room temperature. The manufacturer internal reference number is: (B)(4).